Manufacturer narrative:
The reported event of inability to tighten the set screw was confirmed. The device voltage was above elective replacement indicator (eri) voltage level upon receipt. Assessment of total projected longevity was performed, and the device was revealed to have appropriate remaining longevity. Analysis revealed the right ventricular set screw was stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure. Electrical and mechanical tests performed including lead impedance and output verification did not identify any functional issues.

Event description:
It was reported that the right ventricular set screw was unable to be tightened to the device header during the implant procedure. The device was explanted and replaced to resolve the event. The patient was in stable condition.